Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer reported that "at times the pump was not delivering insulin". Customer also reported that the pump is "not loading like it used to". There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide any further information regarding these allegations, and declined follow up contact from tandem technical support.